Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation with two 375cc mentor smooth round moderate profile saline breast prostheses. Post-operatively, the patient suffered spontaneous right breast implant deflation. As a result, the patient underwent bilateral breast implant removal and replacement on (B)(6) 2022. The replacement devices were: (right) 480cc mentor memorygel breast implant catalog: 3505480bc lot: 9441643 sn: (B)(4) and (left) 480cc mentor memorygel breast implant catalog: 3505480bc lot: 9441643 sn: (B)(4).

Manufacturer narrative:
On april 25, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 375cc breast implant had some areas of shell abrasion and some creases/folds, all located on the posterior view. In addition, five (5) tears (a, b, c, d, and e), measuring approximately 0.3 cm (teara), 0.3 cm (tear b), 0.2 cm (tear c), 0.4 cm (tear d), 0.8 cm (tear e) and two (2) areas of missing material (f and g), measuring approximately 0.2 cm x 0.3 cm (area of missing material f) and 0.2 cm x 0.2 cm (area of missing material g) the tears a, b, c, d, and d, were identified within the crease/fold, in addition, the tear d was extended to the anterior view. On the other hand, the tear e and areas of missing material f and g were identified within areas of shell abrasion. The evaluation determined that the cause of all tears is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses of the device. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. A second product was received. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.